Event description:
It was reported while using bd vacutainer® plus citrate tube, an unspecified number of tubes were flagged as overfilled by the star max analyzer. The fill line appeared to be above the frosted mark. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received four photos for investigation. The evaluation of these photos indicated a satisfactory draw level. 20 retained samples underwent functional testing for draw volume and all tubes drew within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: overfill. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® plus citrate tube, an unspecified number of tubes were flagged as overfilled by the star max analyzer. The fill line appeared to be above the frosted mark. There was no health impact or consequences reported.